Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during in-house engineering evaluation, it was determined that the pen drive device motor was worn, the electronic control unit had an issue and the internal parts were covered in a brownish residue. It was further determined that the device failed pretest for general condition, check lock slide for adjustment sleeve, check power with the power test bench, and check function of the test hand switch. It was noted in the service order that during an unspecified surgical procedure the power connection between the pen drive device and the attachment devices was very low. It was not reported if there was a delay in the procedure, however it was reported that the procedure was completed using spare device with normal power with the main body and middle speed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.